Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
The customer reported the adhesive from the infusion set was not sticking to his skin, and the cannula of the infusion set had come out of his body. The customer alleged the infusion set was defective. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.